Event description:
When staff turned on ventilator, the screen was black and the device had an ambient alarm. The alarm could not be replicated. Recommended service software checks as well as tests and calibrations were performed. The device passed all checks and tests. There was no patient involvement in this incident. Investigation is ongoing.